Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a suicide attempt resulting in impatient psychiatric hospitalization for 13 days. It was also reported the patient has had worsening auditory and visual hallucinations. It was reported that the suicidality was resolved without sequelae. The patient voluntarily committed to impatient psychiatric care on (B)(6) 2018. Diagnostics taken was noted as imaging and it was found that no acute intracranial abnormality on (B)(6) 2018. The patient was suicidal but appeared cooperative in the hospital. It was noted the patient had psychosis and suicidal ideation secondary to parkinson's diagnosis. Other symptoms reported were: increasing auditory and visual hallucinations, paranoia, delusions, depression and suicidal idealization for the past 2-3 months. These lead to the patient attempting suicide by swallowing 10 mg klonopin the night before. The patient attempted to use a knife to stab themselves before getting interrupted by their daughter and then threatened them with a knife. This required in-patient/prolonged hospitalization. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the symptoms were not related to the device, therapy, or implant procedure. The patient had been enrolled in a double-blind, placebo-controlled study to investigate the efficacy of study drug nilotinib for parkinson's disease. The patient's participation was put on hold on (B)(6) 2018 due to the recent change in psychiatric health. They had been taking this drug daily since (B)(6) 2018. The event resolved without sequelae on (B)(6) 2018. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.